Event description:
It was reported that the b button on the insulin pump was unresponsive. Customer also stated that the battery cap was stripped and only removable with a screwdriver. Customer's blood glucose reading at the time of the call was 11.5 mmol/l. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with stripped battery cap coin slot. Insulin pump had minor scratches on lcd window, reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.